Event description:
Closure devices (did not enter patient) but failed x3 in preparation for closure post thrombectomy. The faulty closure devices did not enter the patient in any capacity. Reference reports: mw5152139, mw5152140.